Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was problem with missed boluses. The blood glucose level was unknown. The customer reported that they have to change out batteries more frequent and there was no delivery alarm. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.